Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID was intermittently failed. The issue not seen but occurred intermittently. A field service engineer (fse) replaced the bio-ID and cable to resolve the issue. The fse upgraded driver. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the bio ID functioned intermittently. The customer reported frequent issues during sign in, where the bio ID light illuminated but did not accept fingerprints. The station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.